Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection was evaluated and reseated. Both panel control processing pcb assemblies were also replaced during the service event. The system was tested and found to be working as intended and returned to service.